Event description:
The customer observed a clear leak in the differential mixing area of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The leak was approximately three to five milliliters in volume. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a lab coat, eyewear and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. There were no discrepant results reported outside of the laboratory. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available for review.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the tubing from the differential heater had detached from the nipple on shear valve eighty five. The fse redressed the tubing and secured the tubing on to the shear valve nipple. The instrument was returned into service after completion of verified repairs. The failure mode for this event was a detached tube from the differential heater. (B)(4).